Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blank flow was confirmed via analysis of the returned centrimag console. A log file was downloaded from the returned centrimag console. On the event date of 31dec2024, the system was observed to be operating the motor at a speed of approximately 3500 revolutions per minute (rpm) and a flow of approximately 5.5 liters per minute (lpm). On (B)(6) 2024 from 10:43:25 to 10:43:40, the flow was observed to be decreasing from a flow of approximately 6.75 lpm to a flow of approximately 4.40 lpm. The log file then captured a f3: flow below minimum alarm on (B)(6) 2024 at 10:43:43 due to the flow dropping below the set flow threshold. The log file then captured a f2: flow signal interrupted alarm on (B)(6) 2024 at 10:43:44 that due to the flow reading dropping to 0 lpm. The motor speed remained at the set value without any issues throughout these events. The pump was then stopped per user request and disconnected on (B)(6) 2024 at 11:33:49. The system was then manually shutdown on (B)(6) 2024 at 11:39:08 and was removed from patient use for the remainder of the log file. The returned console (serial number: (B)(6) was evaluated at the european distribution center alongside known working test centrimag equipment. During testing, f2 and s3 alarms activated and it was observed that no flow readings would display on the screen. Upon further analysis, the issue was isolated to the flow printed circuit board (pcb) and the flow pcb was forwarded to product performance engineering (ppe) for further analysis. No further testing was performed on the returned console, and it was determined to scrap the unit as it was a loaner device that was older than five years. Similar events that occurred during testing at the edc also occurred during ppe evaluation of the returned flow pcb; however, further troubleshooting of the pcb to determine root cause could not be performed as the flow pcb is manufactured by a third party manufacturer. The reported event was determined to be due to a compromised flow pcb; however, the root cause of the reported event could not be conclusively determined through this analysis. The 2nd generation centrimag system operating manual (rev. L) section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L) section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including battery and flow related alarms, and the appropriate actions to take if the issue does not resolve. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information stated that there was no issue with flow probe since the it was tried with another console, and it was registering the flow. There were no adverse impacts to this event as it was discovered during priming phase.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the flow probe connection on the rear of centrimag console was not functioning. The console was faulty.